Event description:
A malfunction alarm occurred, displaying malf 0 code, which was resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer received pump reset information from technical support, successfully reset the pump, and it did not recur. Customer was advised to continue using the pump and to report if the issue arises again.